Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump failed. The customer was hospitalized the winter of 2000 with a blood glucose level of 400 mg/dl. He was vomiting, heart was racing, and eyes were catatonic. The customer had a diabetic ketoacidosis. The customer was on the insulin pump but they took it off at the hospital. The customer did not have any insulin in his body. The device was not returned.